Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed one patient with falsely elevated chloride result while using the ict module on the architect c4000 instrument. The following data was provided: initial 135 meq/l, repeat 104 meq/l. No adverse impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of historical complaints and service, remote service of customer's instrument and a review of labeling. Historical complaint reviews did not identify an adverse trend. The customer reported that there were no issues with any other assays. The ict module was replaced to resolve the issue. The suspect ict module (serial number (B)(4)) was returned from the customer but was received damaged and could not be tested. Replacing the ict module is a corrective action for not performing as expected; however, the customer did not run controls to verify the calibration of the ict module and the slopes for the suspect ict module were within acceptable limits. A specific cause for the customer's issue could not be determined. The available information does not reasonably suggest a malfunction of ict module serial number (B)(4). Based on the evaluation performed, a deficiency was not identified for ict module lot 120710 and/or ict module ln 09d28-03. Labeling, including the architect system operations manual and ict sample diluent package insert was reviewed and found to be adequate. No additional issues were identified.